Event description:
It was reported that a user experienced unexplained hyperglycemia while using the ilet system, with a sensor glucose of 239 mg/dl confirmed by a fingerstick of 249 mg/dl, despite no food intake and no visible leaking from the pump or infusion site; the user had performed a full supply change earlier, and was guided to replace the cartridge and infusion set, confirm three drops during tubing fill, and fill the cannula, with replacement infusion sets to be shipped and a follow-up planned. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education with no alerts or alarms and no hospitalization. Investigation included a user interview, review of infusion site and connections, confirmation of tubing prime and cannula fill, and replacement of the infusion set. Investigation of this case revealed no device alarms, no observed leakage, and no confirmed device malfunction, with the issue classified as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.